Event description:
It was reported that blood seeped into where the probe attaches to the stainless head of the electrode. The blood could not be removed and kept seeping out despite attempts of sterilization.